Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient reported that she was seen by a surgeon and reported that x-rays did not show anything wrong with the vns system. The patient reported that she has been trying to work with the surgeon and insurance company to get coverage for replacement, but that she hasn't received authorization. The patient reported that she wants to see if she can get insurance coverage for explant since insurance will not cover device replacement. Surgical intervention has not occurred to date.

Event description:
Additional information was received indicating that the vns patient¿s device was explanted on (B)(6) 2014. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Further follow-up with the psychiatrist revealed that the patient had suffered from depression for years. The patient¿s issues began over 10 years ago and prior to vns. No programming changes, medication changes or external factors preceded the onset of the health problems. The psychiatrist suspected that the lead became loose.

Event description:
It was reported that device diagnostics resulted in high impedance. The physician indicated that he would plan on programming the device off. It was reported that the patient has two young children who like to climb on her so trauma isn't out of the question as far as a cause. The physician reported that the patient's device was programmed off on (B)(6) 2013. X-rays were not taken. It was reported that the physician and patient will follow-up with surgeon and case management in regards to surgical replacement.